Event description:
It was reported that the patient had underwent a right trochanteric osteotomy on (B)(6) 2014. The patient returned to intra-operative surgery on (B)(6) 2014 to repair a non-union of the osteotomy. The surgeon successfully removed three screws from the osteotomy site. The surgeon went ahead and revised the trochanteric osteotomy and repaired it with a trochanteric reattachment device. When screwing down the reattachment device, one of the screw heads snapped off. The head was removed from the patient and the remaining piece of the screw remains in the patient. The device was secured using three additional screws with no further complications. There were no reports of a surgical delay. This report is 3 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.